Event description:
The customer received a blood glucose reading of 44mg/dl on the contour meter, re-tested on a different contour meter and the reading was 108mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer used all of the test strips and could not provided information from the bottle. Replacement meter was sent to the customer.